Manufacturer narrative:
On (B)(4) 2014, beckman coulter field service engineer evaluated the instrument and found the probe rinse block (rb1) assembly sticking. The fse cleaned and aligned rb1 to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak in the coulter® hmx hematology analyzer with autoloader. The leak was described as about 2 ml of blood that leaked from the probe and onto the counter. The customer was wearing gloves, goggles, and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.